Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: dim, discolored display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was noted to be cracked at the opening, extending to the primary seal. There was visible corrosion in the battery compartment and battery compartment leak was confirmed with leak testing. The battery cap returned with the pump was able to be fully tightened onto the pump properly. There was no power issue during testing. The pump was opened for investigation and did not reveal any evidence of internal moisture ingress. Unrelated to the complaint, the display was noted to be dim and discolored.